Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The main board was confirmed as faulty by evaluation - however, the cause of this fault could not be determined further. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device front panel had no display and reported an error when starting up. The reported problem was found during preparation for a laparoscopic procedure. The patient was not under anesthesia. The procedure was not delayed more than 15 minutes and was completed using a similar device. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the user event which was caused by a faulty circuit board. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.